Event description:
The customer reported that the 840 ventilator graphical user interface (gui) was inoperable. The device was not in use on a patient when the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed testing. Covidien reference# (B)(4).